Manufacturer narrative:
(B)(6). Evaluation: during the investigation, it was determined that cook inc. Is not the labeled manufacturer for the sphere inflation device. The manufacturer has been notified of this event.

Event description:
Information was provided that a piece of metal was noted to be in the chamber of the device where the saline goes in. This had not been introduced in the patient; however, it was on the table with the patient. Another of the same device was used to complete the procedure.

Manufacturer narrative:
Dept. Interventional radiology. Event is still under investigation at this time.

Event description:
Information was provided that a piece of metal was noted to be in the chamber of the device where the saline goes in. This had not been introduced in the patient; however, it was on the table with the patient. Another of the same device was used to complete the procedure.